Event description:
The patient underwent revision knee surgery due to the polyethylene insert having worn out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional event information including patient x-rays and demographics were requested but not provided. The initial reporting indicates the patient was implanted with the reported device for 15 years. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusions regarding the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.